Event description:
It was reported by service report that there was an error code for the local bed status displayed on the footboard due to a faulty side rail switch. No pt involvement or adverse consequences are reported.